Event description:
The customer reported that following a radiology procedure on 9/28/1999, they attempted to deploy a vasoseal es. During the deployment procedure, they were unable to retract the j-segment of the locator when they attempted to remove it after placing the vasoseal es sheath. They then advanced the locator forwared into the artery and the locator handle was retracted. But, when they attempted to withdraw the locator and dilator from the tissue track but they could not remove them. The locator was advanced forward again and resistance was encountered. At that point the dilator was removed and another attempt was made to advance the locator and withdraw it. This time the locator was removed without resistance and the collagen was successfully deployed. Manual pressure was held for five minutes and hemostasis was achieved. Upon inspection of the locator post deployment, they observed that the j-segment was missing from the locator. An incision was made to the locator, but the j-segment was not inside observed inside the locator. A fluoroscopy was performed of the groin and the j-segment was observed in the subcutaneous tissue. Several attempts were made to remove the nitinol j-segment with hemostats but they were unsuccessful. The physician decided to leave the j-segment in the groin and notified the family. Oral antibiotics were administered to the pt as a preventive measure and no further complications were reported.